Event description:
A healthcare professional reported injecting a patient with evolysse form in the lips. Approximately two (2) weeks post injection, the patient experienced lumps and bumps in the lips like the product did not settle. The hcp dissolved the product and the symptoms resolved.

Manufacturer narrative:
(B)(4).